Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device failed the self-test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by rse (remote service engineer) which confirmed that the battery is defective. The customer will proceed to replace the battery on their own. The device remains at the customer site and no further evaluation is required at this time.